Event description:
During a colonoscopy polyp removal, the tip of the snare tubing broke. The snare was removed from the scope with broken tube tip still intact. No harm was done to the patient. FDA safety report ID# (B)(4).